Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of egms, high ventricular rate and auto mode switch episodes were noted due to noise. Noise was reported on atrial and right ventricular leads. It was suspected that the device header could also be a contributing factor to noise. Patient was stable before and after the event. Healthcare provider stated that the noise was not causing any issues and therefore no intervention was performed and the patient will continue to be monitored.